Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the band failed to deploy. The procedure was completed with a different device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Reported event of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The ligator head was the only component returned. A visual examination of the returned component noted that the suture was intact and remained attached to the head. An examination found that all seven bands were present on the ligator head with six of the bands moved out of position. The ligator head teeth presented damage given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the band failed to deploy. The procedure was completed with a different device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.